Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assisted the caller in resetting the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again, which they understood and acknowledged.